Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases returned other reports against the provided product and lot code combinations. Review of the stem device history records identified no related manufacturing deviations or anomalies. The liner and femoral head are exempt from device history record review per procedure. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 03/18/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient had pain, ringing in ears, confusion, nausea, black spots in vision, squeaking, popping and grinding in right hip but no revision completed at this point. Lab results reported ions greater than 7 parts per billion. There were no medical records or revision report for the right hip. Patient harms updated. The complaint was updated on: apr 6, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient began to experience adverse symptoms related to his left hip implant including, but not limited to, severe pain in and around his left hip; a vibration sensation over the left greater trochanter; "clicking" in his left hip; metallic debris with accompanying pseudotumor in his left hip; and elevated chromium and cobalt levels.